Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced separation causing leakage. The following information was provided by the initial reporter, translated from chinese to english: at 14:40, after the inspection,the medics went into the computer room to check the patient and found that the heparin cap of the bd indwelling needle burst open. As a result, blood flowed out from the burst opening, and the needle was withdrawn immediately to stop the bleeding.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced separation causing leakage. The following information was provided by the initial reporter, translated from chinese to english: at 14:40, after the inspection, the medics went into the computer room to check the patient and found that the heparin cap of the bd indwelling needle burst open. As a result, blood flowed out from the burst opening, and the needle was withdrawn immediately to stop the bleeding.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2137663. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.